Manufacturer narrative:
The pump passed rewind, basic occlusion, prime and displacement tests. The pump was received stuck in motor error alarm loop during bolus delivery, and motor position encoder error alarm was confirmed in history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during testing. The occlusion test was unable to be performed due to motor error alarms. The pump passed all operating currents tested within the spec range and passed off no power test. The pump was monitored and tested with no off no power anomaly noted. The pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, and cracked case near display window corners noted.

Event description:
The customer reported via phone call of motor error with their insulin pump. The customer states they also received motor position encoder error alarm. The customer's blood glucose level at the time of incident was 143 mg/dl. The customer was assisted with troubleshoot. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being replaced and returned for analysis.